Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An osseotite® tapered implant 4 x 8.5mm (nt485) was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation aside from some residue on the implant's exterior. The product's dimensions were measured with digital calipers (cal1334, calibration due date 23-oct-2019) and found to be within the specifications in the product's engineering drawing (dwg. (B)(4)). A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (B)(4) and biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) information identified: applicable information can be found in the precautions and potential adverse effects sections. Complainant reported loss of integration. The implant went through the sinus to the nose. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: UDI:(B)(4). Device evaluated by manufacturer: change ¿no' to 'yes.'

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight: unknown.

Event description:
It was reported that the implant lost integration and relocation into the sinus.